Event description:
It was reported that a vns patient had undergone generator revision surgery due to end of service of the device. The explanted device was returned to the manufacturer for analysis. During the analysis, an out-of-limit (high) supply current was identified which was attributed to a selectable value r35 resistor. Once the resistors value was lowered, the device operated within specification. Though the out-of-limit pulsing current could have potentially contributed to the end of service condition of the ncp device, the results of a battery life estimate confirmed that the eos condition was an expected event.